Event description:
I had this sophie giraffe toy for my first child and let my second child, (B)(6)who is teething play with it in her crib. She was chewing on one of the feet when I walked out of the room. I left her alone for a few mins and came back, she had rolled onto her belly and the one leg was shoved all the way into her mouth down her throat. She was grasping for air and had thrown up all the contents of her belly on to her crib. Thank god I was only gone a couple mins. This thing is going in the garbage immediately. Not worth for your kids life. Should not be recommended for all ages. Incident location: (B)(6). Product type: toys. Document number: (B)(4). Report number: (B)(4).